Manufacturer narrative:
The manufacturing and material records for the perceval heart valve and nitinol stent, model#: icv1208, s/n#: (B)(4), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve and component satisfied all material, visual, and performance standards required for a model#: icv1208 perceval heart valve at the time of manufacture and release. The steady flow test review was also performed. The images demonstrate the acceptable opened and closed leaflet performance of the perceval pvs21 sn#: (B)(4). No anomalies are observed during the open/close cycle. The valve therefore meets the acceptance criteria of the steady flow test inspection defined in the dedicated procedure. A follow up report will be provided upon receipt of the device or further information.

Event description:
On (B)(6) 2023, a perceval sutureless aortic heart valve pvs21 was implanted. After releasing the clamping, stent in-folding caused poor valve cusp movement, and central leak and pvl were confirmed. Re-implanting the same valve was decided by the site. At the time of aortotomy, the upper part of the outflow ring was protruded because the incision was shallow but was carefully closed. The site indicated that the upper part of the outflow ring may have been damaged due to strong contact during ligation. Eventually, the site decided to explant the device and implanted another similar device pvs21, and the operation was finished without any problems. Based on the further information provided, there was no adverse impact on the patient and the outcome was good, despite the delay in the procedure of 40 minutes additional cross-clamp time and bypass time. Reportedly, there was no abnormal geometries in the patient's annulus, and patient remained stable throughout the procedure. As further confirmed, after implanting the 1st valve, it was explanted, re-implanted, and removed again prior to implanting the 2nd one.

Manufacturer narrative:
The visual inspection, performed on the returned prosthesis valve, did not highlight pre-existing defects. The go-no go test confirmed the absence of dimensional irregularities, confirming that the returned pvs 21/s valve meets the specifications. The collapsing replication did not highlight difficulties in the procedure and the deployment simulation performed on the returned valve did not highlight anomalies and the valve resulted globally well deployed and fixed in stable way. No paravalvular leaks were observed during the simulation of the static leak test as further confirmation of the stability of the positioning and sealing performance. Furthermore, from the document review performed, no manufacturing deficiencies were identified. It was mentioned that re-implanting the same valve was decided by the site. As such, it is important to highlight that as explained in the perceval instructions for use, "a removed perceval prosthesis must not be re-implanted, because its integrity is no longer ensured." As such, the decision to re-collapse the valve was made off-label. Based on the performed analyses, the reported event cannot be explained by any factor intrinsic to the involved device. Should further information be received in the future, the manufacturer submit a follow up report.

Event description:
On (B)(6) 2023, a perceval sutureless aortic heart valve pvs21 was implanted. No concomitant procedures were performed. After releasing the clamping, stent in-folding caused poor valve cusp movement, and central leak and pvl were confirmed. It is unknown if post-dilation ballooning was performed. The surgeon decided to re-implant the same valve. At the time of aortotomy, the upper part of the outflow ring was protruded because the incision was shallow but was carefully closed. The site indicated that the upper part of the outflow ring may have been damaged due to strong contact during ligation. Eventually, the site decided to explant the device and implanted another similar device pvs21. The operation was finished without any problems. Based on the further information provided, there was no adverse impact on the patient and the outcome was good, despite the delay in the procedure of 40 minutes additional cross-clamp time and bypass time. Reportedly, there was no abnormal geometries in the patient's annulus, and patient remained stable throughout the procedure. As further confirmed, after implanting the 1st valve, it was explanted, re-implanted, and removed again prior to implanting the 2nd one.